Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were four previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
On (B)(6) 2022, customer reported 15 false positive results across 12 patients at their site between (B)(6) 2022 and (B)(6) 2022. Only 13 reported false positive results on 10 patients were considered to be reportable events. Customer's site uses two readers sn (B)(4) and (B)(4) with cartridge lots 16401b, 16091i, and 16331c. See related cases for alternate false positive results. This MDR is to document the false positive results obtained for patient 5. (B)(6) 2022: patient received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use sn (B)(4) lot 16401b, reader sn (B)(4). Two (2) covid-19 home tests taken by the patient provided negative results. No further information was provided. Patient reported no symptoms.